Manufacturer narrative:
Concomitant medical products: implantable infusion pump, serial #: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient was getting a brain MRI for seizures. Manufacturer records indicated that the implantable neurostimulator (ins) system had been removed but the hospital had a CT scan from (B)(6) 2015 that appeared to show the ins still implanted with the leads at t10. It was unknown if the seizures were related to the device or if the patient had a history of seizures. The patient was in the hospital at the time of the report and was scheduled to be seen by a physician's assistant on (B)(6) 2016. The patient was implanted for other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.